Event description:
It was reported that, "when using this bushing at 0 deg offset at 12 o'clock and then making the 4/1 cuts, the position of the trial femur and stem had the femur positioned too posteriorly - as a result, the femur was reamed to accept a 4mm offset and it fit well."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.